Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, interrogation revealed an episode of right atrial lead noise with slightly higher capture thresholds and a decrease in pacing lead impedance. It was also noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2019. There were no patient issues before or after the procedure.